Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive securi t replacement gastrostomy tube was used during a gastrostomy tube replacement procedure. The exact procedure date is unknown but it was reported that the tube was placed in the patient 4 months ago. According to the complainant, during the replacement procedure, the internal bolster detached from the tube and remained in the stomach. The detached bolster was retrieved through an endoscope on an unknown date. The procedure was completed with a new endovive securi t replacement gastrostomy tube. There were no patient complications reported due to this event.